Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user rolled onto the ilet and cracked the lcd screen, resulting in a broken display while blood glucose control was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included temporary cessation of pump use and transition to injections. Investigation included a review of the reported damage and standard device replacement logistics. Investigation of this device revealed physical damage to the display consistent with accidental external impact, with no allegation of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.